Event description:
A cartridge change error was reported with the customer's pump. There was no reported impact on the customer's blood glucose level. The customer worked with technical support to inspect and clean parts of the pump and attempted to load the cartridge but was unsuccessful. Consequently, technical support referred the case for further troubleshooting and arranged to send replacement cartridges to the customer.